Event description:
The customer reported that the device became jammed and then stopped working. The device was not applied on tissue when the device became jammed. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.